Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 38 mg/dl, which he blames on over-bolusing; the customer treated with food. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The customer was also able to complete the rewind without incident or alarm. The alarm history was reviewed and the customer did not receive any motor errors before the one he was calling about. However, the customer was advised to revert to a medically prescribed back-up plan and allow medtronic to replace the pump. The customer did not want to since he already has a new insulin pump. No products were shipped or returned.